Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. However, the device alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer requested having a complete functional testing. No further information was provided.